Manufacturer narrative:
The investigation has been completed. The controller was returned for investigation. The failure mode was reproduced while running a pump. Despite having 5v into the lamp, the lamp was outputting no light causing a placement signal not reliable with oscillating contrast. Before the lamp would no longer turn on, the 5s was taken and contrast is low compared to pm proceduce. The lamp was measured to have 5v into it. The oscillating contrast and unreliable placement signal were due to a bad lamp.

Event description:
The complainant reported that intermittent placement signal not reliable alarms occurred. It appeared that the placement signal was currently working, but it was noted that there were several placement signal not reliable alarms that resolve with adjusting the p-level. Per the investigation results the placement signal issue is now reportable with the aware date of (B)(6) 2025 when the investigation was approved.